Manufacturer narrative:
The investigation cold not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(6) indicated pt status post implantation for reverse type of trochanteric fracture at another hospital on an unknown date was used with a wire from zimmer. Pt returned to chikamori hospital on an unknown date with surgeon finding the pfna broken on the distal hole of the nail. Surgeon removed the nail and blade on an unk date and revised the pt to a longer nail.